Event description:
The customer reported the oxygen (o2) levels are not reaching the correct levels. Patient involvement is unknown.

Manufacturer narrative:
The returned blower assembly and gas delivery system (gds) were tested, and no failures were identified.

Manufacturer narrative:
The device was not being used for medical treatment; no further details were provided regarding the event. No patient or user harm was reported. The service engineer reported that a performance verification was performed as outlined in chapter 9 of the v60 service manual. It was reported that test 2, the system leak test, could not be completed. The service history was reviewed, and the following parts were consumed - flow sensor assembly, tubing kit, pm kit, boot kit rubber, and blower assembly. The parts were replaced, and the performance verification was completed as outlined in chapter 9 of the v60 service manual. All tests passed.